Manufacturer narrative:
When patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the sw is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Event description:
Customer reported that the patient file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation. No further investigation was conducted due to the age of the complaint. Reference: (B)(4).

Event description:
Additional information was provided stating that closing the unspecified procedure was delayed by three minutes. No additional information was provided.